Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is not receiving effective stimulation in his pain patterns without receiving unintended stimulation in the abdomen and stomach. Reprogramming was unable to resolve the issue. Follow up information identified the patient underwent trial procedure on (B)(6) 2015 for peripheral placement of the lead to address the issue. However, the trial was unsuccessful and the patient underwent surgical intervention again on (B)(6) 2015 to reposition the trial lead. Effective stimulation has not been established. The patient is receiving some relief due to neuroma removal from sciatic nerve and does not want to pursue any further surgical intervention at this time.

Event description:
Device #1 of 2: reference mr. Report: 1627487-2015-26723. Follow up information identified the patient has elected to not have the penta lead explanted at this time. The trial extensions were not removed and the neuroma was removed from the sciatic nerve on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference mr. Report: 1627487-2015-26723. Device #2 added due to surgical intervention taken on the lead.